Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and part of the rubber valve inside the biopsy valve was missing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due to repeated insertion and removal of the endo-therapy accessory and syringe subsequently pushed the pieces of the rubber valve into the endoscope's suction channel, causing them to fall off into the patient's body. However, the root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: - 9.4 feeding and aspirating solution with a syringe. "Insert a syringe firmly and hold it perpendicular to the valve. Feed or aspirate solution from the syringe as necessary." -9.5 inserting and withdrawing the endo-therapy accessories: "insert the endo-therapy accessory into the valve as straight as possible." "Angled insertion and withdrawal of the endo-therapy accessory can cause excessive resistance, and the endo-therapy accessory or biopsy valve could be damaged." "Inserting and removing the syringe or the endo-therapy accessory angled from the biopsy valve is an incorrect usage method and this may cause the forceps plug to break and pieces to fall into the patient body." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a therapeutic, endobronchial ultrasonography using a guide sheath (ebus-gs) surgery, a part of the rubber material of the single use biopsy valve was chipped off and was missing. Upon inspection, it was found fallen into the trachea. The fallen piece was retrieved using a pair of forceps that took around 30 minutes, while no additional sedation was administered to the patient. The size of fallen piece was unknown and no sharp parts reported. No additional anesthesia was required. The product was replaced with another of the similar type, and the procedure was completed. No health hazards reported. The device was inspected before use and no problem was noted.

Manufacturer narrative:
This report is being supplemented to provide a correction with information inadvertently left out (h6).